Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The other implanted clip referenced in b5 is filed under a separate medwatch report number.na

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that on (B)(6) 2019, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4+. Three clips were implanted reducing mr to a grade of 2+. On (B)(6) 2019, the patient returned with shortness of breath, fatigue and swollen feet. Transesophageal echocardiogram (tee) was performed and showed mr had increased to a grade of 4+ and clip (80906u148) had detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). On (B)(6) 2019, a second procedure was performed to stabilize the slda and reduce mr. A fourth clip (90416u246) was successfully implanted; however, after the femoral vein closure, tee showed the clip had detached from the anterior leaflet and remained attached to the posterior leaflet (slda). Mr remained at a grade of 4+. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication of a lot specific product issue. All available information was investigated, and the reported difficulties appear to be due to case related circumstances. Based on the reported information there was severe tethering of both leaflets, and in the physician¿s opinion, the single leaflet device attachment (slda) was due to the pre-existing patient anatomical conditions. The reported patient effect of worsening mitral regurgitation (mr), as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling. Exemption number e2019001.